Event description:
An overdose was reported following a refill was initially reported. The patient was unresponsive. It was stated that the patient had missed his refill and pump was empty for approx. 1 month. On (B)(6) 2011, the pump was filled with 4000mcg/ml compounded baclofen and the lowest dose programmable was 200mcg/day. The same evening patient was in the ER unresponsive. It was unknown if the refill procedure caused the overdose. Hcp (health care provider) stated that "he could not go any lower on the dose and wondering if he can stop the pump" and was unaware of a pocket fill. It was later reported that the patient's pump was believed to have been filled correctly, however, it turned out to be a pocket fill. The patient was in the ER for the night and was fine the next day and discharged. While at the hospital, a CT scan was performed and the results showed that the catheter and pump were properly connected. The patient had not been refilled since the hospitalization. The patient and his family are currently deciding whether he will keep the pump or have it electively removed.

Manufacturer narrative:
(B)(4).